Event description:
Customer complaints blood leak, immediately after initiation of treatment. There was no blood loss. No pt harm and no medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibre. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.